Event description:
It was reported that sensor lost signal intermittently. Customer continued having the same issue even after changing to different cables. No patient incident was reported.

Manufacturer narrative:
Multiple attempts for product return and requests for additional info were made. The unit has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the device is returned, a f/u report will be submitted.